Event description:
It was reported that the lumbar drain sheared near site of insertion. Additional information was requested and on (B)(6) 2016, the following was provided by the customer: the incident happened when the guidewire was removed from the catheter; post insertion. The catheter sheared when patient was moving. It was unknown if there was any csf leakage. There was no patient injury. Lot number of the device and the implant date of the lumbar catheter/lumbar drain were unknown. After the incident occurred, the intensivist team and rn were at the patient's bedside. Medsun#: (B)(4).

Manufacturer narrative:
Integra has completed their internal investigation on 20may2016. The investigation included: methods: evaluation of actual device review of device history records. Review of complaint history. Results: evaluation of device: the lumbar catheter (sutured to a luer connector) and a stopcock with a stainless steel connector (product not manufactured by integra neurosciences implants) were received. The catheter features a cut at 160mm from the tip: examination under magnification confirmed it is a cut and not a tear. No traceability information could be obtained, therefore no device history records review could be performed. A review of integra complaint tracking database for lumbar catheter accessory kits since 3 years reveals a catheter breakage complaint rate of (B)(4) % (basis of (B)(4) catheters sold). The trend remains stable. The complaint is verified. A manufacturing issue is unlikely, given the existing manufacturing controls and the history of complaints and sales. The cut shape suggests the tuohy needle may be the cause of the cut: such a catheter damage can happen if the catheter is withdrawn while still inserted in the needle, for repositioning. The instructions for use specifically caution about the risk of damage of the catheter by the tuohy needle, and are deemed adequate.